Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and operated as intended throughout the evaluation. No components were found missing from this device.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and operated as intended throughout the evaluation.

Manufacturer narrative:
Date sent to the FDA: 10/10/2011. (B)(4) blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 to remove a 300g myoma. At the end of the procedure, the device could not be activated anymore. There were no adverse patient consequences.